Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. As neither article nor lot number is known, the review of the quality records could not be performed. Since the implant date is unk zimmer considers this case is related to the issues for which zimmer implemented a correction in july 2008 as referenced above. Should additional info become available and / or the devices be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The pt, through counsel, is pursuing a product liability claim arising out of the alleged use of the durom acetabular component. The pt received an implant on (B)(6) 2006, but it is unk at this time if the hip product is actually the durom cup. It is further unk if the products will be returned to zimmer. The pt is currently being monitored.